Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and verified the reported malfunction. The fse found signs of fluid ingress on the front housing of the touchscreen. The fse then replaced the graphic user interface (gui) housing assemble, the gui printed circuit board (pcb) and keyboard. The device then passed all testing.

Event description:
The customer reported that during patient use, a ventilator alarmed, shut down and smoke was seen emitting from the back. The patient was transferred to another ventilator. There was no harm to the patient as a result of this event.